Manufacturer narrative:
The device was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a long charge time in middle of life. Boston scientific technical services (ts) discussed elective replacement indicator (eri) indicators and the extended charge time limit. Subsequently, the device reached eri due to an extended charge time, exceeding the extended charge time limit. An invasive procedure was performed. No additional adverse patient effects were reported.